Event description:
Complaint received as follows: the husband of the pt was awakened by the groans of his wife in a state of major dyspnea and hyperventilation. He measured oxygen saturation and heart rate using the pulse oximeter and found very low values (77% and 44 fc sao2). By reviewing the material he found a rupture of the nasal cannula.

Manufacturer narrative:
This event is deemed serious because the rupture in the nasal cannula possibly caused the pt to desaturate (77%), to have a low heart rate (44/min) and to become cyanotic. If not discovered in good time, this ae may have led to serious consequences for the pt. In this case the situation was corrected by replacing the affected cannula with a new one. From a clinical perspective, a causal relationship between the nasal cannula and this event is deemed possible because product use was temporally associated with occurrence of the adverse event.